Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain") in an adult female patient who had essure (batch no. A15526) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included multiparous, vitamin d deficiency, obesity, genital bleeding, pap smear abnormal and human papilloma virus infection. Previously administered products included for birth control: mirena intrauterine device from 2006 to december 2012; for an unreported indication: yasmin. Concurrent conditions included overweight, dysfunctional uterine bleeding and knee pain. Concomitant products included nsaid's since january 2012 and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menstruation issues/ abnormal bleeding (menorrhagia)"), migraine ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), depression ("depression"), anxiety ("mental anguish") and alopecia ("hair loss"). The patient was treated with surgery (underwent hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain had resolved and the vaginal haemorrhage, menorrhagia, migraine, dyspareunia, vaginal discharge, weight increased, depression, anxiety and alopecia outcome was unknown. The reporter considered alopecia, anxiety, depression, dyspareunia, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-sep-2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain") in an adult female patient who had essure (batch no. A15526) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included multiparous, vitamin d deficiency, obesity, genital bleeding, pap smear abnormal and human papilloma virus infection. Previously administered products included for birth control: mirena intrauterine device from 2006 to (B)(6) 2012; for an unreported indication: yasmin. Concurrent conditions included overweight, dysfunctional uterine bleeding and knee pain. Concomitant products included nsaid's since (B)(6) 2012 and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menstruation issues/ abnormal bleeding (menorrhagia)"), migraine ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), depression ("depression"), anxiety ("mental anguish") and alopecia ("hair loss"). The patient was treated with surgery (underwent hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain had resolved and the vaginal haemorrhage, menorrhagia, migraine, dyspareunia, vaginal discharge, weight increased, depression, anxiety and alopecia outcome was unknown. The reporter considered alopecia, anxiety, depression, dyspareunia, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Most recent follow-up information incorporated above includes: on 11-sep-2018: pfs received - new event "depression, mental anguish, hair loss" were added. Lot number was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (underwent hysterectomy due to complications from the essure device.). At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/ pain') in a 36-year-old female patient who had essure (batch no. A15526) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test/did you undergo an essure confirmation test? No". The patient's medical history included multiparous, vitamin d deficiency, obesity, genital bleeding, pap smear abnormal, human papilloma virus infection and femoral hernia. Previously administered products included for birth control: mirena intrauterine device from 2006 to (B)(6) 2012; for an unreported indication: yasmin. Concurrent conditions included overweight, dysfunctional uterine bleeding and knee pain. Concomitant products included nsaids since (B)(6) 2012 and paracetamol (acetaminophen) for migraine and headache. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2012, the patient experienced migraine ("migraines / headaches") and headache ("headaches"), 8 days after insertion of essure. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menstruation issues/ abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), depression ("depression"), anxiety ("mental anguish") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (underwent hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the migraine, dyspareunia, vaginal discharge, weight increased, depression, anxiety, alopecia and headache outcome was unknown. The reporter considered alopecia, anxiety, depression, dyspareunia, headache, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Discrepancy noted: in removal details, patient has removed essure and also mentioned that currently planning for essure removal-no patient received treatment for bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet was received. Outcome of events abnormal bleeding (vaginal) and menstruation issues/ abnormal bleeding (menorrhagia) was updated to recovered/resolved. Date of essure insertion was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/ pain') in a 36-year-old female patient who had essure (batch no. A15526) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test/did you undergo an essure confirmation test? No". The patient's medical history included multiparous, vitamin d deficiency, obesity, genital bleeding, pap smear abnormal, human papilloma virus infection and femoral hernia. Previously administered products included for birth control: mirena intrauterine device from 2006 to (B)(6) 2012; for an unreported indication: yasmin. Concurrent conditions included overweight, dysfunctional uterine bleeding and knee pain. Concomitant products included nsaids since (B)(6) 2012 and paracetamol (acetaminophen) for migraine and headache. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2012, the patient experienced migraine ("migraines / headaches") and headache ("headaches"), 8 days after insertion of essure. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menstruation issues/ abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), depression ("depression"), anxiety ("mental anguish") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (underwent hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the migraine, dyspareunia, vaginal discharge, weight increased, depression, anxiety, alopecia and headache outcome was unknown. The reporter considered alopecia, anxiety, depression, dyspareunia, headache, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Discrepancy noted: in removal details, patient has removed essure and also mentioned that currently planning for essure removal-no patient received treatment for bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-sep-2020: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain") in a 36-year-old female patient who had essure (batch no. A15526) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test/did you undergo an essure confirmation test? No". The patient's medical history included multiparous, vitamin d deficiency, obesity, genital bleeding, pap smear abnormal, human papilloma virus infection and femoral hernia. Previously administered products included for birth control: mirena intrauterine device from 2006 to (B)(6) 2012; for an unreported indication: yasmin. Concurrent conditions included overweight, dysfunctional uterine bleeding and knee pain. Concomitant products included nsaids since (B)(6) 2012 and paracetamol (acetaminophen) for migraine and headache. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced migraine ("migraines / headaches") and headache ("headaches"), 8 days after insertion of essure. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menstruation issues/ abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), depression ("depression"), anxiety ("mental anguish") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (underwent hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain had resolved and the vaginal haemorrhage, menorrhagia, migraine, dyspareunia, vaginal discharge, weight increased, depression, anxiety, alopecia and headache outcome was unknown. The reporter considered alopecia, anxiety, depression, dyspareunia, headache, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Discrepancy noted: in removal details, patient has removed essure and also mentioned that currently planning for essure removal-no. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet was received. Events added from pfs-"headaches". Event onset date was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included multiparous, vitamin d deficiency, obesity, genital bleeding, pap smear abnormal and human papilloma virus infection. Previously administered products included for an unreported indication: mirena intrauterine device and yasmin. Concurrent conditions included overweight, dysfunctional uterine bleeding and knee pain. Concomitant products included nsaid's and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menstruation issues/ abnormal bleeding (menorrhagia)"). In (B)(6) 2016, the patient experienced migraine ("migraines / headaches"). On an unknown date, the patient experienced weight increased ("weight gain"). The patient was treated with surgery (underwent hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, migraine, dyspareunia, vaginal discharge and weight increased outcome was unknown. The reporter considered dyspareunia, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Most recent follow-up information incorporated above includes: on 4-jun-2018: information from pfs and mr. New reporters added. Patient¿s demographics added. Historical and concomitant conditions and drugs added. Products dates updated. New events added: abnormal bleeding (vaginal), migraines, headaches, dyspareunia (painful sexual intercourse), vaginal discharge, weight gain, she did not undergo essure confirmation test. Previously reported "menstruation issues" was further specified as "abnormal bleeding (menorragia)". Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/ pain') in a 36-year-old female patient who had essure (batch no. A15526) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test/did you undergo an essure confirmation test? No". The patient's medical history included multiparous, vitamin d deficiency, obesity, genital bleeding, pap smear abnormal, human papilloma virus infection and femoral hernia. Previously administered products included for birth control: mirena intrauterine device from 2006 to (B)(6) 2012; for an unreported indication: yasmin. Concurrent conditions included overweight, dysfunctional uterine bleeding and knee pain. Concomitant products included nsaids since (B)(6) 2012 and paracetamol (acetaminophen) for migraine and headache. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2012, the patient experienced migraine ("migraines / headaches") and headache ("headaches"), 8 days after insertion of essure. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menstruation issues/ abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), depression ("depression"), anxiety ("mental anguish") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (underwent hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the migraine, dyspareunia, vaginal discharge, weight increased, depression, anxiety, alopecia and headache outcome was unknown. The reporter considered alopecia, anxiety, depression, dyspareunia, headache, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Discrepancy noted: in removal details, patient has removed essure and also mentioned that currently planning for essure removal-no patient received treatment for bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet was received. Outcome of events abnormal bleeding (vaginal) and menstruation issues/ abnormal bleeding (menorrhagia) was updated to recovered/resolved. Date of essure insertion was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.